Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was foreign material from the tip due to the forceps tube breakage. Additionally, the insulation resistance value was out of the standard, since the connecting tube coating was peeling off, the angulation in the up direction was out of standards due to the worn angle wire, the image was partially dark due to the scratch on the charged coupled device lens, the charged coupled device lens had scratches, the bending section cover adhesive was detached, and switch 1 was dented. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We could not identify the foreign material. We could not conclusively specify the cause of the foreign material that remained in the device. We could confirm the adhesion, clogging of the material at the distal end due to damage of the biopsy channel, however, we could not identify the foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to damage of the biopsy channel. The biopsy channel was damaged. Reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. Whether non-conformity device associated with the subject device has been identified internally there was no non-conformity of the device during manufacturing. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope¿s charged coupled device lens had scratches. The issue was found during preparation for use for a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was foreign material from the tip due to the forceps tube breakage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.